Event description:
This spontaneous case report from a consumer in the united states posted on 15-oct-2015 was identified during monitoring of postings an FDA hosted docket website on 16-oct-2015 which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# (B)(4)). The report refers to the reporter herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted six years before time of posting. Since then she had suffered horrible daily migraines, pain in lower right side, neck problems, insomnia and fatigue. It kept getting worse as the years passed. And she never had those issues before essure. She would want it removed without having a total hysterectomy. Follow-up information was received on 27-oct-2015, posted on 15-oct-2015: the consumer reported that since essure was implanted she also suffered from joint pain and was out of control emotions. She has not been the mother to her three girls that she should be because of essure. To get rid of it she will more than likely have to have a hysterectomy which she did not want but she could not take the pain anymore. Follow-up received on 16-nov-2015 with the final ptc (ptc global number: (B)(4)). Investigation result: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 15-feb-2015 from consumer via regulatory authority (case# mw5059644) and case was upgraded to incident. Essure was inserted on (B)(6) 2009, lot number v0531621. Since insertion the consumer had suffered from daily migraines, fatigue, mood changes, bleeding, constant pain, joint pain, hair loss, vision problems, and insomnia. She had been treated with preventable drugs for the migraines as well as for pain including botox and hospital stay, and nothing helped. She had to have a full hysterectomy in (B)(6) 2015 to try and help relieve the issues. Event date was reported as (B)(6) 2009 (not specified). Concomitant medication included zipsor, tramadol, maxal t, multi vitamin, qc010, magnesium, iron, biotin, turmeric, coconut oil. Seriousness criteria hospitalization, disability/permanent damage, and other serious (important medical event) were mentioned. Follow-up received on 31-mar-2016: information received from product technical complaint team states that the reported lot number (v0531621) is an invalid number. Product technical complaint investigation and final assessment were updated with no major changes. Follow-up information received on 12-apr-2016: despite follow-up attempts, no response was given to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had constant pain (pain in lower right side) and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (approximately 6 years after device placement). Additionally, she reported migraines. Only migraines are unlisted in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal pain may occur. In this case, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. The reported migraines were considered as unrelated to essure, based on device's local action into the fallopian tubes and considering event's pathophysiology. This case was regarded as incident, since device removal was required (hysterectomy performed). Additionally, consumer mentioned hospital stay in relation to her pain. Based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow-up received on 09-nov-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar al cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain. She underwent surgery to remove her right ovary, right fallopian tube, and her right essure coil 5 years after insertion. This event is anticipated according to reference safety information for essure. Although the reported endometriosis could be an alternative explanation for this severe pain, pelvic pain of varying intensity may occur during essure use. Therefore, a contributory factor from the device for this pain cannot be totally excluded and the event is assessed as related to essure. Since device removal was required, this case is regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5059644) on 16-oct-2015. The most recent information was received on 22-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain in lower right side, constant pain, severe lower abdominal pain."), pelvic pain ("pain/ pelvic pain"), migraine ("daily migraines") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 664659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in (B)(6) 2009, gastritis, yeast infection, hematuria, vaginal candidiasis and urinary urgency. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as amitriptyline, biotin, cocos nucifera oil (coconut oil), curcuma longa rhizome (turmeric), diclofenac potassium, iron, magnesium, multivitamin, rizatriptan (maxalt) and tramadol. In 2009, the patient experienced musculoskeletal discomfort ("neck problems"), insomnia ("insomnia") and emotional disorder ("out of control emotions, emotional anguish"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infections"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In (B)(6) 2010, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, 6 years 1 month after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), mood altered ("mood changes"), visual impairment ("vision problems"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had robot-assisted laparoscopic hysterectomy) and surgery (robot-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and procedural pain had resolved, the pelvic pain, migraine, genital haemorrhage, mood altered, mood swings, visual impairment, dysmenorrhoea, menorrhagia, dyspareunia, vaginal infection, vaginal haemorrhage, headache and abdominal pain outcome was unknown, the musculoskeletal discomfort, insomnia, fatigue and emotional disorder had not resolved and the arthralgia, alopecia and back pain was resolving. The reporter provided no causality assessment for visual impairment with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood altered, mood swings, musculoskeletal discomfort, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(6)) on 16-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain lower ('pain in lower right side, constant pain, severe lower abdominal pain.'), pelvic pain ('pain/ pelvic pain') and migraine ('daily migraines'). In a 36-year-old female patient who had essure (batch no. 664659), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: parity in (B)(6) 2009, gastritis, yeast infection, hematuria, vaginal candidiasis and urinary urgency. Concomitant products included: medroxyprogesterone acetate (depo-provera) for birth control, as well as amitriptyline, biotin, cocos nucifera oil (coconut oil), curcuma longa, diclofenac potassium, iron, magnesium, rizatriptan benzoate (maxalt), tramadol and vitamins nos (multivitamins). In 2009, the patient experienced, musculoskeletal discomfort ("neck problems"), insomnia ("insomnia") and emotional disorder ("out of control emotions, emotional anguish"). In (B)(6) 2009, the patient experienced, dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced, dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced, arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced, alopecia ("hair loss"). In april 2010, the patient experienced vaginal infection ("vaginal infections"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In (B)(6) 2010, the patient experienced, back pain ("severe back pain"). On (B)(6) 2015, the patient experienced, procedural pain ("painful post-operative recovery"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced, abdominal pain lower (seriousness criteria hospitalization, disability and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), fatigue ("fatigue"), mood altered ("mood changes"), visual impairment ("vision problems"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had robot-assisted laparoscopic hysterectomy, and robot-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and procedural pain had resolved. The pelvic pain, genital haemorrhage, mood altered, mood swings, visual impairment, dysmenorrhoea, menorrhagia, dyspareunia, vaginal infection, vaginal haemorrhage and abdominal pain outcome was unknown. The migraine, musculoskeletal discomfort, insomnia, fatigue, emotional disorder and headache had not resolved. And the arthralgia, alopecia and back pain was resolving. The reporter provided no causality assessment for visual impairment with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood altered, mood swings, musculoskeletal discomfort, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2009, results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media was received: reporter were added. Outcome of the event: migraine and headache updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059644) on 16-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain in lower right side, constant pain, severe lower abdominal pain."), pelvic pain ("pain/ pelvic pain"), migraine ("daily migraines") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 664659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in (B)(6) 2009, gastritis, yeast infection, hematuria, vaginal candidiasis and urinary urgency. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as amitriptyline, biotin, cocos nucifera oil (coconut oil), curcuma longa rhizome (turmeric), diclofenac potassium, iron, magnesium, multivitamin, rizatriptan (maxalt) and tramadol. In 2009, the patient experienced musculoskeletal discomfort ("neck problems"), insomnia ("insomnia") and emotional disorder ("out of control emotions, emotional anguish"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infections"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In (B)(6) 2010, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), mood altered ("mood changes"), visual impairment ("vision problems"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). The patient was treated with surgery (she had robot-assisted laparoscopic hysterectomy) and surgery (robot-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and procedural pain had resolved, the pelvic pain, migraine, genital haemorrhage, mood altered, mood swings, visual impairment, dysmenorrhoea, menorrhagia, dyspareunia, vaginal infection, vaginal haemorrhage and headache outcome was unknown, the musculoskeletal discomfort, insomnia, fatigue and emotional disorder had not resolved and the arthralgia, alopecia and back pain was resolving. The reporter provided no causality assessment for visual impairment with essure. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood altered, mood swings, musculoskeletal discomfort, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of both tubes . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant medications were added. Updated suspect drug indication and lot number. Added events headaches, abnormal bleeding (vaginal), pain. Updated events and onset date. On 28-feb-2018: processed with follow up no 8. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The patient's past medical history included parity. On (B)(6) 2009, the patient started essure. In 2009, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and clinically significant/intervention required), musculoskeletal discomfort ("neck problems"), insomnia ("insomnia"), fatigue ("fatigue"), arthralgia ("joint pain") and emotional disorder ("out of control emotions, emotional anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine (seriousness criterion hospitalization), mood altered ("mood changes"), mood swings ("mood swings"), alopecia ("hair loss"), visual impairment ("vision problems"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and vaginal infection ("vaginal infections"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was withdrawn. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower and procedural pain had resolved and the genital haemorrhage, migraine, mood altered, mood swings, alopecia, visual impairment, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal infection outcome was unknown and the musculoskeletal discomfort, insomnia, fatigue, arthralgia and emotional disorder had not resolved. The reporter considered abdominal pain lower, genital haemorrhage, migraine, musculoskeletal discomfort, insomnia, fatigue, arthralgia, emotional disorder, mood altered, mood swings, alopecia, dysmenorrhoea, menorrhagia, back pain, dyspareunia, vaginal infection and procedural pain to be related to essure. The reporter provided no causality assessment for visual impairment with essure. Most recent follow-up information incorporated above includes: on 1-feb-2017: now reported from lawyer: after birth of daughter in (B)(6) 2009, plaintiff consulted physician to discuss permanent birth control and had essure implanted on (B)(6) 2010 (inconsistent with prev. Reported (B)(6) 2009 and start of events), had hsg in (B)(6) 2009 that confirmed occlusion of both tubes, removed on (B)(6) 2015 via hysterectomy and suffered painful recovery, reported events: severe menstrual pain, abnormal bleeding, prolonged menses, severe lower abdominal pain, pain down right side of her body, cramping, severe back pain, pain during intercourse, vaginal infections, migraines, hair loss, mood swings, physical pain, emotional anguish, all considered related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in lower right side, constant pain, severe lower abdominal pain and abnormal bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She also mentioned daily migraines. She was submitted to a hysterectomy approximately 6 years after device placement. Abdominal pain and genital bleeding are anticipated in the reference safety information for essure while migraine is unanticipated. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal pain may occur. In this case, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. The reported migraines were considered as unrelated to essure, based on device's local action into the fallopian tubes and considering event's pathophysiology. This case was regarded as incident, since device intervention was required (hysterectomy performed). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1695) on 16-oct-2015. The most recent information was received on 12-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain in lower right side, constant pain, severe lower abdominal pain."), pelvic pain ("pain/ pelvic pain"), migraine ("daily migraines") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 664659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in august 2009, gastritis, yeast infection, hematuria, vaginal candidiasis and urinary urgency. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as amitriptyline, biotin, cocos nucifera oil (coconut oil), curcuma longa rhizome (turmeric), diclofenac potassium, iron, magnesium, multivitamin, rizatriptan (maxalt) and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced musculoskeletal discomfort ("neck problems"), insomnia ("insomnia") and emotional disorder ("out of control emotions, emotional anguish"). In october 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In december 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In january 2010, the patient experienced arthralgia ("joint pain"). In march 2010, the patient experienced alopecia ("hair loss"). In april 2010, the patient experienced vaginal infection ("vaginal infections"). In may 2010, the patient experienced mood swings ("mood swings"). In november 2010, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), mood altered ("mood changes"), visual impairment ("vision problems"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had robot-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and procedural pain had resolved, the pelvic pain, migraine, genital haemorrhage, mood altered, mood swings, visual impairment, dysmenorrhoea, menorrhagia, dyspareunia, vaginal infection, vaginal haemorrhage, headache and abdominal pain outcome was unknown, the musculoskeletal discomfort, insomnia, fatigue and emotional disorder had not resolved and the arthralgia, alopecia and back pain was resolving. The reporter provided no causality assessment for visual impairment with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood altered, mood swings, musculoskeletal discomfort, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2009: full occlusion of both tubes. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. Reporter information updated. Event abdominal pain was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.